Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the implantable pulse generator (ipg) exhibited premature battery depletion. The ipg remains in use, and device planned for explant at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated lock-up in an integrated circuit. Hybrid analysis confirmed the reported low battery voltage indications and found the system current drain to be nominal. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and analyzed. The returned device was unable to confirm an issue. Hybrid analysis confirmed the reported low battery voltage indications and found the system current drain to be nominal. If information is provided in the future, a supplemental report will be issued.